Event description:
It was reported the single use aspiration needle lost control of its forward and backward movement. The issue occurred before mediastinal tumor biopsy/bronchoscopy with transbronchial biopsy before the patient was under sedation. There was a delay of an unknown time period. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction could not be confirmed as the device was not inspected. Updated field(s): d9, h2, h6, h11 based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.